Event description:
Surgeon requested revision surgery of pin 19064 jts distal femoral replacement. Distal femur extendible implant will remain (manufactured by stryker stanmore). Date of original surgery was (B)(6) 2014. Date of revision surgery is (B)(6) 2023.

Manufacturer narrative:
The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly.